Event description:
It was reported that the patient presented with noise on the atrial lead. No intervention was performed. There were no patient consequences.

Event description:
New information received notes that the patient presented in clinic for follow-up and the reported noise on the atrial lead was found upon interrogation.